Event description:
It was reported that a zr45g and et45b were used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the second firing, only two rows could staple the tissue (cut the tissue), the surgeon put some over stitches. There was no consequence to the pt. The et45b used in the case is not being returned.